Event description:
It was reported to boston scientific that one advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure for biliary drainage performed on (B)(6) 2021. On (B)(6) 2021, during a phone consult with the physician, the patient communicated moderate bilateral scapular pain, no abdominal discomfort with exception of some epigastric pain and no fevers, chills or night sweats. A review of hospital course including labs at the time of discharge were stable. New labs were prescribed, and tums were recommended for the epigastric pain. On (B)(6) 2021, the patient presented to the emergency room experiencing dizziness, lightheaded and sharp back pain radiating to the front of the chest, however, the CT and labs were read as unremarkable. Additionally, two CT scans were reviewed; the first CT scan was immediately after the procedure and the most recent was on (B)(6) 2021. Neither of the scans showed any evidence of abnormality including bile leak, evidence of retroperitoneal or peritoneal perforation, or hemorrhage. On (B)(6) 2021, the implanted advanix biliary stent was removed with a snare successfully and no new stent was implanted. After the stent removal procedure, the patient was given tramadol and managed the pain with tylenol after being discharged. Based on the physician notes, there was a possibility that the advanix biliary stent was part of pain issue and therefore, decided to remove it.

Manufacturer narrative:
Study: boston scientific corporation endoscopy post market surveillance data collection. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2303 captures the reportable event of medication required.